Manufacturer narrative:
Device passed self test and displacement test. No missing segments, partial display, white display or display anomalies noted (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had white screen after the pump is locked. Customer's blood glucose level was unknown at the time of incident. Customer stated that they did the self test it no longer show the white screen and it only happen randomly. Customer stated the insulin pump was neither dropped nor bumped. Customer's outcome pertaining to the complaint self test was completed. The insulin pump will not be returned for analysis.